Manufacturer narrative:
The investigation is ongoing. H3 other text: the device has not been returned.

Event description:
As reported, it was a case 29mm sapien 3 valve, in aortic position by transfemoral approach. During the procedure, there were extreme difficulties to load the valve on the delivery system balloon at the descending aorta. After several attempts, the valve was able to be positioned, but the balloon was not able to be inflated. The devices were removed. New devices were prepared and the valve was successfully implanted. There was no harm to the patient.

Manufacturer narrative:
The device was returned for evaluation. The device was visually examined and the following was observed the crimp balloon was torn at the (ic) bond that connects inflation balloon to crimp balloon. Minor gouges were observed on flex tip. Kink was found in the guidewire lumen at 3.5cm from nose tip. Engineering was able to pull full gross alignment with the balloon shaft to the warning marker, lock the device, and perform full fine adjustment with no abnormalities. Additionally, locknut collet force measurements were taken of the returned device and recorded measurements shows device met specification. Double-wall thickness measurements of the crimp balloon were taken, and the measured components were within specifications. The reported alignment complaint was unable to be confirmed based on returned product evaluation. However, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The complaint description states during procedure, there were extreme difficulties to load the valve on the delivery system balloon at the descending aorta. After many attempts it was able to position the valve but the balloon was not able to be inflated. Additionally received information clarified that patients aortic anatomy was very horizontal, which suggests that valve alignment would have been performed in a tortuous vasculature (non straight section). Doing so could have caused the valve to become unseated (non coaxial placement of valve in relation to the flex tip) and dive into the flex tip, which is supported by the presence of gouges seen on the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher than normal alignment forces creating high tension in the system, which could have consequentially lead to the reported valve alignment difficulties. As such, available information suggests that procedural factors (high alignment forces, valve alignment in non straight section) and or patient factors (tortuosity) may have contributed to the reported event. However, a definitive root cause is unable to be determined. Evaluation of the returned complaint device revealed a torn I/c bond potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment investigation. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. As difficulty performing valve alignment was reported (loading the valve in the descending aorta), it is possible that increased forces tied to valve alignment may have weakened the balloon and caused the balloon to tear. As such, available information suggests that procedural factors (high alignment forces, valve alignment in non straight section) may have contributed to the reported event. However, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required